Event description:
It was reported that the patient was admitted for ventricular assist device (vad) low flows related to hypertension. The patient¿s blood pressure (bp) was greater than 100 by doppler and their bp medications were increased. The patient was also dehydrated and was treated with intravenous (IV) fluids. The hypertension resolved and the patient was discharged. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. Product event summary: (B)(4) was not returned for evaluation. Log file analysis was not performed since log files were not available for analysis. As a result, the reported low flow events could not be confirmed. Information received from the site indicated that, in addition to the reported low flows, the patient experienced hypertension. The patient¿s blood pressure (bp) was greater than 100 by doppler and the bp medications were increased. The patient was also dehydrated and was treated with intravenous (IV) fluids. The hypertension resolved and the patient was discharged. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow events may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, hypertension is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.